Event description:
It was reported that on (B)(6) 2015 a 3.0x15mm xience alpine stent was implanted in the mid right coronary artery (rca) lesion. Post implantation, a dissection occurred. A 3.0x8mm xience alpine stent was successfully implanted as treatment and the dissection resolved without sequela. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2015: ck-mb=2.5 ng/ml, normal upper limit 5.0; (B)(6) 2015: ck=298 u/l, normal upper limit 168; (B)(6) 2015: ck-mb=2.4 ng/ml, normal upper limit 5.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.